Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia") and back pain ("back pain"). The patient was treated with surgery (essure removed). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : case become incident. Removal details and reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.